Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
The complainant alleged while monitoring a male patient (age unknown), the device was unable to obtain a pace signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.